Manufacturer narrative:
Device was received with a no motor movement or negligible alarm occurring during rewind. Failure due to moisture damage to the motor assembly. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was unknown. The customer reported that the buttons were not working properly. Customer reported that they were able to clear the alarm. Customer stated they were not able to rewind the pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.